Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the implant depth after dislodgement was approximately 16-20 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). After the valve was snared and dislodged again, the valve was positioned at a depth of approximately 3mm on the ncc and 0mm on the lcc.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a moderately calcified tricuspid native valve with a short, elliptical left ventricular outflow tract (lvot)  and severely kinked transfemoral access vessels. Confida and lunderquist guidewires were used.  During valve release, a paddle hang-up occurred. The physician pushed the delivery catheter system (dcs) to fully release the valve, which did not work. While pushing, the valve dislodged and moved towards the left ventricle (lv). Afterwards, the physician slowly closed the capsule but the paddle remained stuck and only released after opening the capsule again. Since the valve dislodged into the lv, the physician used two snare catheters to lift the valve up into a favorable position. However, the valve did not remain stable and always dislodged back into the lv. After several attempts, the valve dislodged in the non-coronary cusp (ncc) into the sinus of valsalva (sov).  Since fluoroscopy showed a deformed outflow crown, the valve was not snared further into the ascending aorta. A new valve, dcs and compression loading system (cls) were used to implant a second valve transcatheter aortic valve (tav)-in-tav. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012113796); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 image review: static images and media files were provided for review of the event description. Partial patient¿s executive summary was provided for anatomical review. Patient annulus perimeter measured 83.4 millimeter (mm) with a perimeter derived diameter of 26.5mm suggesting a 34mm evolut fx. However, for unknown reasons, a 29mm evolut bioprosthesis was attempted to be implanted. Valve depth prior to final release was approximately 3mm on the non-coronary cusp. Upon release, the valve appeared to have migrated to a depth of approximately 6mm on the non-coronary cusp and one of paddles still visibly attached. Evidence shows that while attempting to disengage the paddle, it caused the valve to dislodge ventricular. Two snares were used to reposition the valve which resulted in dislodgement above the aortic annulus and evidence of bent/deformed outflow. Subsequently, the valve was not snared any further and a second valve was implanted. The instructions for use (IFU) states that physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Conclusion: the investigation is ongoing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a pre implant balloon dilatation was performed with a 22 millimeter (mm) non-medtronic balloon (true dilatation). The deployment starting point was at the bottom pigtail. The implant depth was 3 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). No difficulty turning the deployment knob or unusual events related to the capsule were reported. The valve was recaptured one time before deployment with no difficulties.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. There was deformation to the distal end of the capsule, appearing as a slight ridge. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. An evolutfx 29mm valve (j095575) was successfully loaded onto the dcs. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected without any difficulty noted. The reported event for unable to deploy could not be confirmed in the analysis. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.